Event description:
Cook celect jugular vena cava filter inserted via right jugular vein did not deploy completely. Snare inserted, ivc filter removed. Visual inspection problem. New ivc filter inserted/deployed difficulty.